Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image on the screen goes really dark, completely white, or black. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipate. However; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The reported glidescope spectrum smart cable was not returned to verathon; however, the customer did return the glidescope video monitor (gvm) used during the procedure. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported image issue. When connecting the customer's monitor to known, good, test verathon equipment, the monitor displayed a normal image. The camera image quality test was performed and passed for the glidescope video monitor (gvm). Verathon was unable to evaluate the reported glidescope spectrum smart cable due to it not being returned for evaluation. Upon completion of the evaluation, the glidescope video monitor (gvm) was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.